Manufacturer narrative:
Our product evaluation laboratory received one hemostasis-type introducer with dilator, guidewire, one needle, one stopcock, one cap and one sharps receptacle. Visual examination found the wiper gasket was missing in the hemostasis valve and was stuck in the sheath body. The wiper gasket was removed from the sheath body. Examination found the wiper gasket was torn. Although the introducer passed the entire length of the dilator, resistance was felt when dilator was passing through the sheath hub. The outer diameter of the returned dilator was measured to be 0.1135" which was in specification. The inner diameter of the sheath hub was measured to be 0.111" which was out of specification. A device history record review was completed and documented that the device met all specifications upon distribution. The report of "introducer showed resistance when inserting the dilator" was confirmed. The inner diameter of the sheath hub was out of specification and the wiper gasket was found stuck in the sheath body. An investigation has been initiated to assess any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the wiper gasket was missing from the valve housing of the introducer and was inside the introducer sheath, which has the potential to embolize into the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, this introducer showed resistance when inserting the dilator inside the introducer. The introducer was replaced for a new one in order to continue with the procedure. There was no allegation of patient injury. Device was available for evaluation. Patient demographics requested, but not provided.